Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted multiple loss of prime warnings. It was reported the issue occurred twice a day beginning two weeks prior to the date of complaint. It was reported there was no trauma or temperature changes to the pump or tubing prior to the issue. The pump was unavailable at the time of the call and troubleshooting was not completed. The reporter was instructed to change the insulin cartridge and contact animas with any further issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.